Event description:
A malfunction alarm, identified as malf 12, was reported by the customer for the pump, which was still under warranty. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no reported adverse impact. The customer experienced multiple occurrences of the malfunction and was instructed to return the pump using a pre-paid label. A replacement pump was arranged, and the customer was guided to use multiple daily injections (mdi) as backup therapy.